Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the plunger clamp in position #10. The instrument was tested without further problem and was returned to expected operation.